Manufacturer narrative:
The affected primus was tested on site by a draeger service technician according to the manufacturer¿s specification. It passed all test steps without finding. The electronic logfile was downloaded and submitted investigation. The course of events could be reproduced by means of the recorded log entries. The case in question was started at 13:13 using man/spont and continued in pressure mode from 13:19. The ventilation was unremarkable and stable until 13:29 when the applied tidal volume dropped significantly from 500 ml to 290 ml while pmax (15 hpa) remained stable. This indicates a change in patient lung condition (e.g. Bronchial spasm), an airway obstruction or an increase of resistance of the used patient filters. The minute volume fell below its lower alarm limit and the primus consequently alarmed for minute volume low. Manual ventilation was obviously possible but the applied tidal volume of 300ml in connection with an airway pressure of 30hpa also indicates an increased resistance. From 13:33 to 13:44 the patient was manually ventilated. Between 13:44 and 13:54 pressure mode was used before the case was finished at 14:10 using manual ventilation. The investigation has not revealed a device failure. The primus detected the restricted ventilation and reacted according to implemented safety concept as it posted various visible and audible alarms. On-site investigation.

Event description:
It was only reported that the patient was resuscitated. There was no malfunction of the primus reported.